Event description:
It was reported that the patient got ¿drop foot¿ when the stimulation was on and it went away when the stimulation was off. It was noted that the manufacturer representative would meet with the doctor to try reprogramming. It was noted the reporter was not sure when the problem started. Additional information received reported that the patient did not specify when the issue started. It was noted that there was no diagnostics performed. It was noted that there were no malfunctions seen or the cause of the issue determined. It was noted that the patient contacted the health care professional (hcp) for consultation. It was noted that there was no new information regarding patient outcome.

Event description:
Additional information received reported that the cause of the event was overstimulation. It was noted that the patient was programmed too strong and it caused the patient to have the foot drop. The reporter noted that the foot drop resolved with reprogramming. It was noted the patient did not require hospitalization due to the event and the patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).